Event description:
During an unrelated procedure, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. Device image analysis indicated that the average monthly voltage and current trends were normal. Further electrical and mechanical testing did not reveal any anomalies. Both rf and inductive telemetry were normal throughout testing. Additionally, a longevity assessment was performed, and the device was at beginning of life (bol) with appropriate longevity remaining.